Event description:
This is a spontaneous case report received from a regulatory authority (B)(6) (case# (B)(4)) in (B)(6) on 10-dec-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2010 (lot number 683278). Consumer reported that she has been having problems with the essure method over the months. From the very start she had abundant periods, with enormous clots, tiredness, low iron levels, abdominal pain with swollen abdomen as if she was pregnant. Weight increase of 30 kg in 2 years. She has gone to her doctors and after being repeatedly told that her problems were not due to essure, she got them to perform tests. In the 6 months that they have been performing tests, her pain has increased. She had pain in her right groin that ascended to her side and descended to her thigh. There were days when she could not walk, the soles of her feet hurt, she had headaches and, as the result of the tests, her left essure has migrated to the abdomen and the gynaecologist thought it was located in the intestine. Now they want her to have emergency surgery to remove the migrated one but not the right-hand one and from being supposedly covered by a contraceptive method, now they did not want to remove her tubes, to free her from danger. She was allergic to nickel, and they told her it was titanium. She was always ill. All the events were considered related to essure by the consumer. Ptc investigation result received on 23-dec-2015. Ptc global number (B)(4) lot number 683278. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-dec-2015 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report received via regulatory authority, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and left essure has migrated to the abdomen. Consumer stated that her doctors want to do an emergency surgery to remove the migrated coil. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, left essure has migrated to the abdomen. The exact date and mechanism of the migration were not reported. Given the nature of the event causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed. A review of similar cases for the reported batch resulted in no unusual pattern identified.

Manufacturer narrative:
Follow-up received on 10-jun-2016. Consumer stated that since essure was implanted, her life was a hell, as she presented menstrual pain with huge hemorrhages, clots, headaches, and pelvic pains. Her gynecologist never wanted to recognize that her symptoms were related to essure, until she requested to her physician a radiography, which showed that one implant was broken. She requested a vaginal echography and the device was displaced and it was a risk that it were in the bowel. A CT scan was performed, which showed that the fallopian tube was perforated and in (B)(6) 2016 essure was removed with the fallopian tube as well. Now, she is completely recovered. Follow up information received on 17-jun-2016: the physician could not identify the patient. Case considered closed for follow-up. Follow up information received on 20-jun-2016: essure was implanted in a hospital. Company causality comment: follow-up received on 10-jun-2016 consumer stated that since essure was implanted, her life was a hell, as she presented menstrual pain with huge hemorrhages, clots, headaches, and pelvic pains. Her gynecologist never wanted to recognize that her symptoms were related to essure, until she requested to her physician a radiography, which showed that one implant was broken. She requested a vaginal echography and the device was displaced and it was a risk that it were in the bowel. A CT scan was performed, which showed that the fallopian tube was perforated and in (B)(6) 2016 essure was removed with the fallopian tube as well. Now, she is completely recovered. Follow up information received on 17-jun-2016: the physician could not identify the patient. Case considered closed for follow-up. Follow up information received on 20-jun-2016: essure was implanted in a hospital.

Manufacturer narrative:
Follow-up received on 01-jul-2016: updated quality-safety evaluation of ptc: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 05-jul-2016 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases; fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her fallopian tube was perforated. The left essure had migrated to her abdomen. Essure was removed along with her fallopian tubes. Additionally, she stated a radiography showed that one implant was broken. Device breakage is anticipated according to the technical analysis, while the other event is listed in the reference safety information for essure. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a complete perforation occurs, essure can be found in the abdominal cavity as it perforates the whole fallopian tube wall. Also, cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, although the exact mechanism of the events is unknown, given their nature; causality with the suspect device cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.